Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient visited the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 689 mg/dl, was vomiting and had hot/dry eyes. The pod alerted a message "pod error, discard the pod" while wearing the pod on the hip/buttocks. Patient was treated with fluids (6 units at a time) and anti-nausea medication. Blood panel was tested twice to check the gas for decay. Patient was released the following day on (B)(6) 2025.